Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer changed all supplies and an unexpected pump reset occurred. Customer's blood glucose was 350-400's mg/dl. Reportedly, the customer resumed insulin delivery.